Event description:
The reporter indicated the surgeon implanted an 11.5mm icm115v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2009. It was observed on (B)(6) 2010 the icl had a low vault and an anterior opacity was present. The icl is still implanted but the surgeon is planning on exchanging the icl for a longer lens.

Manufacturer narrative:
(B)(4) - cataract, induced, device remains implanted, lens, vaulting, low. The lens is still implanted. (B)(4).

Event description:
Additional information received - the icl was explanted but not returned, may have been destroyed by the facility.

Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery, explanted. Device evaluated by manufacturer? No. Lens may have been destroyed by facility. Evaluation: method: lens work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Medical review - clinical studies have shown that anterior subcapsular cataract occurs in 1.3% of patients where an icl has been implanted, following the recommendations for use. This usually occurs within the 1st 6 months post-op. The most probable cause has been determined to be crystalline lens touch during surgery which could have been either from the instruments used or the icl itself. According to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst. Etc). The manufacturer recommends the icl to be left implanted if no cataracts are noted or in cases where there is a trace anterior subcapsular cataract with no progression. The manufacturer believes that the action to remove and/or replace the icl increases the risk for anterior subcapsular cataract. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4) - lens may have been destroyed by facility.